Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6), 2010. A subsequent revision procedure was performed on (B)(6), 2011 due to recurrent dislocation. The active articulation head and modular head were removed and replaced. The surgeon also repaired the gluteus medial tendon back to the greater trochanter and debrided debris and necrotic tissue around the acetabulum and trochanter.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-00914 / 00917). A prior medwatch was submitted to the FDA for the patient on (B)(4), 2011 (reference 1825034-2011-00017).